Event description:
It was reported difficulties were encountered during removal of this needle during a biopsy procedure. Following removal of the needle from the pt, a burr was noted on the outer cannula. A burr was noted on the outer cannula of another device used prior following dry firing of the needle during preparation. A third needle was used to complete the procedure. No further details regarding the circumstances surrounding this event are available. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Co is unable to determine the cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."